Event description:
It was reported that the patient's cp1000 y battery charger caught on fire (specific date not reported). A new replacement charger were sent to the patient. No serious injury was reported.

Manufacturer narrative:
This report is submitted on august 07, 2023.